Event description:
It was reported that a pt was returned back to the room after a procedure. The respiratory tech noticed later that the ventilator connected to the pt was in standby. The ventilator was removed and the pt was bagged. There were no alarms noticed before the respiratory tech checked the ventilator.